Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend actions taken: an evaluation of the complaint history confirms that this is the seventh complaint for the sub class adverse event safety request for investigation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Expedite trend assessment and rationale: an evaluation was made by searching for possible trend for this subclass. Based on this citi search, there is not a trend identified for the subclass of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. Reasonably suggest device malfunction was no. Site sample status was not received.

Event description:
Event verbatim [preferred term]. Caused burns/blisters [burns second degree]. Narrative: this is a spontaneous report from a contactable consumer (reporting for self) received from the us FDA. Regulatory authority report number mw5086444. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare lower back & hip), device lot number t81953, and expiration date: 30nov2020, on an unspecified date for an unspecified indication. The patient's medical history was unknown. Concomitant medication included vitamins nos (multivitamin). The patient reported that thermacare caused burns/blisters on (B)(6) 2019. The event was reported to have caused serious injury and was reported to the FDA on 07may2019. The action taken in response to the event for thermacare heatwrap was unknown. The patient recovered ("healed") from the event in 2019, and commented "I thought it was unique to me but noticed they have a recall on a different lot." The device was available for evaluation. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend actions taken: an evaluation of the complaint history confirms that this is the seventh complaint for the sub class adverse event safety request for investigation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Expedite trend assessment and rationale: an evaluation was made by searching for possible trend for this subclass. Based on this citi search, there is not a trend identified for the subclass of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. Reasonably suggest device malfunction was no. Site sample status was not received. Follow-up (25jun2019): follow-up attempts are completed. No further information is expected. Follow-up (20sep2019): this is a follow-up report received from a product quality complaint group includes investigational results. This follow-up report is also being submitted to amend previously reported information: stop date of event added and concomitant drug multivitamin added in product tab. No follow-up attempts are possible. No further information is expected.

Event description:
Caused burns/blisters [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer (reporting for self) received from the us FDA. Regulatory authority report number mw5086444. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare lower back & hip), device lot number t81953, "12/28," and expiration date: 30nov2020, on an unspecified date for an unspecified indication. The patient's medical history was unknown. Concomitant medications included multivitamin. The consumer reports that thermacare caused burns/blisters on (B)(6) 2019. The event was reported to have caused serious injury and was reported to the FDA on 07may2019. The patient recovered ("healed") from the event on an unspecified date, and commented "I thought it was unique to me but noticed they have a recall on a different lot." The device was available for evaluation. Additional information has been requested and will be provided as it becomes available.